Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for difficult/unable to operate (hard to draw medication), difficult to operate (needle slips out of vial) due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate) was captured and addressed appropriately investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for difficult/unable to operate (hard to draw medication), difficult to operate (needle slips out of vial) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs was unable or difficult to aspirate. The following information was provided by the initial reporter: "it was reported that needle is hard to draw. Consumer has tremors which cause the needle to slip out of the vial when she is drawing the insulin. Verbatim: voicemail: consumer left voicemail regarding 6mm syringes, wanted to know if there is a difference between 6mm and veo. I returned consumer's call and advised that the veo syringes are the same 6mm. She then stated that the needle is hard to draw, said that she has tremors which causes the needle to slip out of the vial when she is drawing the insulin. Wanted to know if there was a longer needle that she can purchase. "